Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a 1 level spinal fusion, the imaging system was unable to perform x-ray image acquisitions. It was reported that the hand switch was swapped without resolution. The imaging system was restarted as well without resolution. A second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of fifteen minutes to this issue. There was no reported impact on patient outcome. Outside of the operating room, a radiologic technologist (rt) from the site closed the gantry door and functionality was restored. No additional information was provided.